Event description:
It was reported the patient's device kept resetting. The device had shut off during the night for the past two nights. The patient had been unable to use a magnet to turn the device back on. The patient's symptoms had been getting worse, although non-specific. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.